Event description:
The customer reported that the ventilator was operating on the battery when it alarmed and shut down. The customer reported the device was in use on a patient and there was no patient harm. As the device is out of warranty, the hospital biomedical engineer called manufacturers product support (pse) who advised checking the device power supply voltage. The biomedical engineer reported no voltage from the power supply. Pse advised the biomedical engineer to replace the power supply. The biomedical engineer replaced the power supply and internal battery to address the reported problem. The biomedical engineer reported the unit is back in service. Per the device user manual, the battery is intended for short-term use only, not as a primary source. The user must pay close attention to the battery's charge level.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.